Event description:
It was reported that approximately 55 months post implant of a bifurcated device and an infrarenal aortic extension the patient was seen routinely for follow up, and a computed tomography (CT) scan revealed endoleak. The physician corrected the procedure by implanting a suprarenal aortic extension. The patient was reported to be doing well post procedure.

Manufacturer narrative:
Adequate medical documentation and imaging studies were available for this review. Cautionary product use conditions that might have contributed to this event included: multiple patent lumbar arteries and inferior mesenteric artery. Patient factors that might have contributed to this event included the use of antiplatelet medication. Immediately post implant, there was evidence to support a persistent type ii endoleak. One month post implant, there was radiological evidence to support a persistent right sided type ii endoleak, bilateral groin inflammation (infectious process) and a right common femoral artery dissection. The patient underwent two unexpected admissions within one month of the implant; one was associated with an infectious process and the other was due to diverticulosis. Fifty-four months post implant, there was evidence to support: a type iiia endoleak associated with progressive stent overlap reduction (lateral movement); and, a progressive type ii endoleak from the previously identified right posterior lumbar artery. There was a possibly an additional anterior type ii endoleak. The secondary procedure was confirmed; its technical success was inconclusive because the angiogram images were non dynamic. The patient was discharged home the next post operative on anticoagulation therapy. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A root cause could not definitely be determined, but reduction of the stent overlap, probably as the result of disease progression, was the most likely cause. The untreated type ii endoleaks were likely contributors. There was no specific device issue identified in the investigation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.